Event description:
I was reported that this right atrial (ra) lead exhibited loss of capture (loc). No aystole was noted. Boston scientific technical services (ts) recommended to evaluate the ra lead with a programmer. At this time, this ra lead remains in service. No additional adverse patient effects were reported.